Event description:
It was reported that the physician wanted to turn off the ventricular sense response device feature, and could not find the feature programming options. Furthermore, the physician indicated that finding the programming options was unintuitive, and "not very user friendly". The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.